Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2016; 5076-45 lead, implanted (B)(6) 2006; 694958 lead, implanted (B)(6) 2006; 419478 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Both device systems were explanted. No further patient complications have been reported as a result of this event.